Event description:
It was reported the pt experienced a "stabbing pain" and the pt's "left foot stays cold" when she moves a certain direction. The symptoms began after she picked up her child over a week ago. The symptoms were felt at the lead location. The therapy was reportedly "still working fine" and had been "wonderful for pain" but the stimulation was "not real strong" especially on the left side. The pt had to turn the stimulation up. The pt had an appointment with their physician coming up. Additional info has been requested, but was not available on the date of this report.